Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that there were no alarms at the central nurse's station (cns) for the telemetry transmitter that was being monitored on it. While troubleshooting with the tech support (ts), the customer changed the receiving channel of the transmitter and pointed it to another transmitter. When they did this and changed it back to the original tele, the alarms began sounding without any issues. Then later that day, they stated the cns stopped alarming again for that tele that was being monitored. They stated that they took that tele out of service and placed another tele in its place on the multiple patient receiver (org), and they have not had any issues after that. No patient harm was reported. Investigation conclusion: while troubleshooting with the tech support (ts), the customer changed the receiving channel of the transmitter and pointed it to another transmitter. When they did this and changed it back to the original tele, the alarms began sounding without any issues. Then later that day, they stated the cns stopped alarming again for that tele that was being monitored. They stated that they took that tele out of service and placed another tele in its place on the multiple patient receiver (org), and they have not had any issues after that. As the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, root cause cannot be determined. Additional device information: d10: concomitant medical device: central nurse's station model: pu-681ra. Sn: (B)(6). Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned. Multiple patient receiver (org). Model: org-9100a. Sn: (B)(6). Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that there were no alarms at the central nurse's station (cns) for the telemetry transmitter that was being monitored on it. While troubleshooting with the tech support (ts), the customer changed the receiving channel of the transmitter and pointed it to another transmitter. When they did this and changed it back to the original tele, the alarms began sounding without any issues. Then later that day, they stated the cns stopped alarming again for that tele that was being monitored. They stated that they took that tele out of service and placed another tele in its place on the multiple patient receiver (org), and they have not had any issues after that. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that there were no alarms at the central nurse's station (cns) for the telemetry transmitter that was being monitored on it. While troubleshooting with the tech support (ts), the customer changed the receiving channel of the transmitter and pointed it to another transmitter. When they did this and changed it back to the original tele, the alarms began sounding without any issues. Then later that day, they stated the cns stopped alarming again for that tele that was being monitored. They stated that they took that tele out of service and placed another tele in its place on the multiple patient receiver (org), and they have not had any issues after that. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.additional device information:d10: concomitant medical device:central nurse's stationmodel: pu-681rasn: 546unique identifier (UDI) #: (01)04931921131640(21)546returned to nihon kohden: not returnedmultiple patient receiver (org)model: org-9100asn: 2539 unique identifier (UDI) #: (01)04931921103883(21)2539returned to nihon kohden: not returned

Event description:
The biomedical engineer (bme) reported that there were no alarms at the central nurse's station (cns) for the telemetry transmitter that was being monitored on it. While troubleshooting with the tech support (ts), the customer changed the receiving channel of the transmitter and pointed it to another transmitter. When they did this and changed it back to the original tele, the alarms began sounding without any issues. Then later that day, they stated the cns stopped alarming again for that tele that was being monitored. They stated that they took that tele out of service and placed another tele in its place on the multiple patient receiver (org), and they have not had any issues after that. No patient harm was reported.